Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed and the results were negative. The customer stated results were reported out, but there was no report of patient impact. Eua #: (B)(4). " it was reported that there was 4 false positive."

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant result when using biogx sars-cov-2 for bd max system (ref 444213) lot k21-332 was performed by the review of the manufacturing records, review of customer¿s data and verification of complaints history. No data was provided, and no other information provided, including no bd max¿ exk¿ tna-3 kit lot (used in combination with the bd biogx sars-cov-2 reagents). The investigation was conducted by bd and biogx. Biogx review of the quality control testing data indicates that kit lot k21-332 performs as expected and meet biogx performance criteria. Customer reports four patient samples that initially tested positive with the bd biogx sars cov-2 assay kit lot k21-332, but when repeated, gave a negative result. Aside from the information available in the complaint text, no data was received from the customer despite multiple attempts to receive information from the customer. Bd was unable to confirm the cause of the customer¿s positive results. There is no indication of an increase in complaints for discrepant results for the biogx sars-cov-2 for bd max system lot k21-332. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Biogx and bd did not initiate a corrective and preventive action (CAPA).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed and the results were negative. The customer stated results were reported out, but there was no report of patient impact. Eua #: (B)(4). "It was reported that there was 4 false positive."